Manufacturer narrative:
The product is not available for investigation as the product will be on hold for one year from the date of event as per (B)(4) protocol. Therefore no manufacturer laboratory investigation was possible. The UDI (oxygenators serial number) was requested per several attempts but could not be obtained from the customer. Based on this a DHR review of the specific product was not possible. A review for similar complaints was performed with 3 similar incidents found, which were not fully investigated yet. The lot numbers of the hls set's and the hls modules self were different from each other. Due to this information no systemic issue could be determined. The incident information provided by the customer was assessed by our therapy application manager, no conclusion about the incident could be provided based on the information available at this time. Based on this a confirmation of the failure is not possible at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported the customer had put a patient on cardiohelp earlier in the day for veno venous support and utilized an avalon canulea. Everything was going well as they were at about 3200 rms and flowing about 4 l/min. The flow suddenly stopped and they could not resume flow. She said that after they could not resume flow, they made the decision to take the patient off cardiohelp and put them on the rotaflow device. Once they did this everything went well. After speaking with the customer contact, she mentioned that one of the physicians may have pushed a button to stop the flow (zero flow mode). Service was requested. By the alarm report of the unit it was determined there may have been a bubble present. (B)(4).